Manufacturer narrative:
Examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address infection. It was stated that the patient came in for post-op visit and did not like the way the wound was oozing fluid, appeared irritated and red. During the I&d procedure the infection was much deeper , down the joint so the decision was made to do a resection arthroplasty.